Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19602. It was reported the pt's ipg turns on without prompting. The pt experiences random pain and discomfort at the ipg site regardless if stimulation is on or off. The pt experienced a burning sensation near the occipital area for the last 2-3 days and tingling in all extremities. Reprogramming did not resolve the issue. The pt will have x-rays and was referred to a surgeon. The pt also reported new occipital pain for the last three months.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.